Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer initially removed the cartridge due to a malfunction but, with assistance from technical support, was able to load the cartridge correctly and resume insulin therapy, resolving the issue.